Event description:
Procedure performed: unknown. Event description: while inserting the trocar (without obturator) through minilap incision, pieces of plastic fell into the abdomen. The staff is unsure if all the fragments have been secured. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged cannula tip, the cannula tip contained a crack and the glue line was fragmented. Based on the condition of the returned unit, it is possible that the cracked cannula tip and fragmented glue line were caused by an object or instrument coming in contact with the cannula tip and glue line during the procedure. It is also possible that the cannula and glue line were more susceptible to fragmentation. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: while inserting the trocar (without obturator) through minilap incision, pieces of plastic fell into the abdomen. The staff is unsure if all the fragments have been secured. Patient status: no patient injury or illness occur associated with the complaint event.